Event description:
The company was informed that the patient will be undergoing repositioning surgery. Advanced bionics is in the process of gathering more information; once more information is obtained a supplemental report will be submitted.